Event description:
During peg insertion, plastic catheter could not be pulled through the skin. Instead of normal tapered tip, catheter had ridge/lip. Incision had to be lengthened in order to pull through.